Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years after date of implant. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50 , serial: (B)(6), batch: 7030421, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer providing adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. No further information could be obtained.